Event description:
The customer reported an alarm 2 followed by an alarm 26 and indicated there were previous occlusion events. Despite these issues, there was no adverse impact on the customer's blood glucose level. To resolve the problem, the customer changed the infusion set and cartridge and resumed insulin without requiring additional assistance. The case was subsequently closed by technical support.